Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a health care professional that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017. The pump showed that it gave several max boluses during the night of the incident. The customer denied having programmed these boluses. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to data protection/privacy laws of the reporting country. Customer was taken off the pump after admission. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was monitored for 24 hrs and no unexpected bolus delivery noted. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.